Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was unknown. Customer stated that needle was broken off under the skin. Customer stated that the steel needle was still in the skin. Customer also reported that they did not receive medical treatment as a result of needle fracturing while in the body. Customer would not read on meter and troubleshooting was declined for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had a incorrect information related blood glucose in narrative. The correct information has been provided with this report.

Event description:
It was reported that customer's blood glucose value was high.